Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker¿s battery had 0.5 years left a couple of months ago then recently it showed two years remaining. Boston scientific technical services (ts) explained possible change in pace impedance which could affect average current calculation of longevity value but would likely change back. Attempt to obtain additional information from the field was unsuccessful. To date, this pacemaker remains in service. No adverse patient effects were reported.